Event description:
It was reported that the patient was not getting an adequate pain relief due to lead migration. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was discarded by the medical facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.